Manufacturer narrative:
Device component code relates to problem code for the reported event of tip detached.the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the device was introduced into the patient, the distal tip detached. The device was removed and the detached tip was retrieved from the patient. The procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.